Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump, which was still under warranty. The customer was informed they would receive a pump with updated software and provided instructions on putting the pump into storage mode before returning it. A replacement pump was sent, and the customer was advised to program the pump settings and connect their cgm to the new device. The customer acknowledged the instructions and agreed to return the problematic pump within 10 days using a pre-paid label.